Manufacturer narrative:
A culture of the lens was performed and the lens was discarded by the lab. The lens is not available to the MFR for eval. The lot device history records were reviewed and show that all requirements were met. Based on all info, no root cause can be determined and no conclusion can be drawn.

Event description:
Report received from a clinic in another country, of a pt who experienced a cornel ulcer in the central part of the right eye, keratitis and corneal edema surrounding the ulcer.